Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a secondary infusion of antibiotic fluid was flowing up into the primary infusion tubing despite having a backcheck valve. No patient harm was reported.

Manufacturer narrative:
Concomitant products: baxter, 1000ml IV bag of 0.45% sodium chloride, lot: c976167, exp: october 2016; therapy date unk. The customer¿s report of backflow from the secondary to the primary was not confirmed. No anomalies were observed during visual inspection. Set model 2414-0500 does not contain a back check valve. Functional testing was performed by attaching a lab secondary set to the received set in a secondary infusion configuration. Fluid flowed via gravity from the primary set. The slide clamp on the primary set was then closed, the secondary set roller clamp was opened, and fluid flowed without backflow. However if the slide clamp is not engaged, back flow will occur. This set does not come with a check valve and any secondary infusion requires the slide clamp to be engaged. The root cause of backflow from the secondary to the primary is believed to be user error.